Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient had a cranioplasty and a 3-way connector was implanted. The report stated that after this surgery, the patient's recovery was good and the patient was discharged. According to the report, three months later, the patient developed a pulmonary infection and intracranial pneumatosis. Reportedly, when the doctor removed the 3-way connector, the end of the product was punctured. The report stated that doctor did not use a new one, and completed the surgery. According to the report, one month after the operation, there was fluid at the operation site. The report stated that the patient is unconscious and in a vegetative state.